Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. Oversensing resulted in pacing inhibition. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable and asymptomatic.